Event description:
It was reported that revision surgery was performed due to bone fracture and elevtated metal ion levels in blood. Devices originally implanted in 2004. First issues experienced in 2016.